Manufacturer narrative:
Additional info: the shaft of the tap is broken ¿145mm from the backside of the tap, the tip was not returned. There is deformation of the shaft just behind the area of breakage. The deformation is in the shape of buckling and appears to be from the tap becoming jammed and then being turned in the clockwise direction. The break occurred in the approximant location where the inner diameter changes from o2.5mm to o1.59mm. The hardness of the tap was hrc 53.7. The shaft¿s thickness appears to have been made to print. The shaft of the tap appears to have been twisted into two pieces because of torsional overload.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l4-ilium. It was reported that the tap broke during screw hole prep. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.